Manufacturer narrative:
Per the tandem user guide, "your t:slim x2 pump and a cgm transmitter wirelessly pair together using bluetooth wireless technology communication." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer had not enabled the bluetooth wireless technology. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.